Manufacturer narrative:
(B)(4). The device sample was received by the manufacture, but the investigation is incomplete at the time of this report. Initial triage inspection of the device indicates a kink.

Event description:
The customer alleges that the wire would not retract. After the entire device was removed they had a hard timing advancing or pulling the spring wire guide. The wire was stuck. No patient harm reported.

Manufacturer narrative:
(B)(4). One spring wire guide (swg) inserted through a straightening tube, one arrow raulerson syringe (ars) and an introducer needle with a non-arrow pressure measurement device attached were returned for evaluation. A visual exam was performed and it was observed that the swg had numerous offset coils near the j-bend. The other components showed evidence of use but no defects observed. The offset coils in the swg were located between 2 and 5cm from the j-bend. The length and outside diameter of the swg were measured and found to be within specification. A manual tug test revealed that both swg welds were intact. The wire had a typical feel. A lab inventory guide wire with a measured diameter of .853mm was inserted through the ars/needle assembly four times with the plunger in and then four times with the plunger out, rotating the sample 1/4 turn between insertions. No resistance was felt during insertion through the ars/needle assembly. The lab inventory swg was inserted through the pressure measurement device/needle assembly without resistance. A device history record (DHR) review could not be performed as the lot number was not reported and a lot number could not be found in the sales history of the customer. (Con't) other remarks: the complaint was confirmed by visual examination of the swg which had numerous offset coils near the j-bend. Since there was no resistance when a lab inventory swg was inserted through the ars/needle assembly, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the wire would not retract. After the entire device was removed they had a hard timing advancing or pulling the spring wire guide. The wire was stuck. No patient harm reported.